Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going date of event: unknown pending further information.

Event description:
Country of complaint: germany it was reported "thread fester at the tissue (woundhealing disturbances)."

Manufacturer narrative:
Samples received: 30 unopened pouches. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 30 closed samples. Tightness test to the samples received has been performed and the units are tight. We have performed the sterility test in the thread of the samples received and the samples incubated for 14 days remained without microbial growth. Therefore, the samples comply with the sterility test. Sterilization method using ethylene oxide has been validated for this product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Sterilization process was also normal and the results of the sterilization control are correct. Remarks: an existing infection may be negatively influenced by any absorbable suture. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.